Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was further reported that the right atrial (ra) lead was fractured and exhibited high impedance, over-sensing and noise. The ra lead and right ventricular (rv) lead were inactivated. The patient received a new right-sided implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.